Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that a cracked tank cover, outdated pcb and power switch, as well as a worn/ damaged line cord and front cover. The investigator plugged in the unit and confirmed that there was no power. This product problem occurred because the connection between the power switch and the pcb was damaged. This damage occurred as the result of normal wear and tear. The investigator noted that the old design of the pcb/power switch also contributed the product issue. This was ultimately established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that this smiths medical level 1 hotline low flow systems experienced no power. No reported adverse effects.